Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6)2023 and (B)(6) 2023. The issue occurred with 2 similar type of infusion sets used for 5-6 hours for both the events. The patient's blood glucose level of the patient was 113-125 mg/dl at the time of the event. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.